Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical device reprocessing staff identified that the complained items (253081000 quantity: 3, 253082000 quantity: 1, 253091000 quantity: 4, 253092000 quantity: 3, 253151000 quantity: 4, 253152000 quantity: 2, 221750008 quantity: 1) were worn and damaged and no longer functional. The complained items have been discarded and replacement items (18) are required. No further information is available. Please send replacement items directly to the customer: (B)(6). Customer account info: ship to: (B)(6), bill to: (B)(6). No charge po to ship replacement items: (B)(6). Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Event description:
Additional information provided indicated: items reported are all scratched, (lightly gouged) and slightly deformed and worn from continuous wear and tear. Damaged means scratched, worn and lightly gouged.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.